Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/15/2020, a distributor of infutronix reported a flow rate issue on behalf of an end user: "5fu was running and the pumps were set appropriately to run over 46 hours with 100cc but all were empty very early but the pump read that there were up to 9 ml left in the bag but the bag was clearly empty. This is one of three pumps having this similar issue." Device operator was a registered nurse. A patient was involved but not harmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00012).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 01/20/2021. Flow rate testing was confirmed that the flow rate deviation is -4.97%. The flow rate accuracy is within +/- 5% which is inside of the passing criteria. The reported issue was not confirmed.